Manufacturer narrative:
(B)(4). Batch #t5ed69. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Did the device cut? If yes, was the cut line complete? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Was the staple line interrupted; staples not present/visible on any portion of the staple line? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during bypass surgery, numerous badly formed points were highlighted in the second activation during the packaging of the gastric pocket. The outer edge of the suture on the one closest to the scalpel blade appeared frayed as if the cut was not clean, with simultaneous abundant bleeding. Surgery was delayed 15 minutes, but was successfully completed with a suture rhyme correction clip. Fragments were generated, but were easily removed without additional intervention. There were no patient consequences reported.